Event description:
Reporter indicated that vns patient had experienced constant hoarseness since last parameter increase. Investigation to date has been unable to determine the severity of the voice alteration and whether the patient has been diagnosed with vocal paralysis.